Manufacturer narrative:
The sample was not returned for evaluation; therefore a device analysis could not be performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A automated peritoneal dialysis (apd) patient experienced cardiac arrest and subsequently passed away. It was reported that while connected to the homechoice device and during apd therapy, the patient experienced a cardiac arrest. Subsequently, the patient was disconnected and taken to the hospital where the patient passed away on the same day. Treatment was not reported. The cause of death was unknown. No additional information is available.